Manufacturer narrative:
Awaiting receipt of device.

Event description:
It was reported during the case they were putting down 4.75 dilator that goes with the 5.5 triple loaded anchor, as the doctor passed the suture and began to tie the bridge on anchor broke. The doctor had to use a grasper to remove parts of the anchor. No additional patient injury or complications were reported.

Manufacturer narrative:
Due to no product being returned, evaluation, and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited.